Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient a had a cardiac arrest while doing a system controller exchange at home around 2220. The patient felt the need to troubleshoot the controller due to "messages" and thus was sitting up on the edge of the bed. The patient was then seen attempting to change the controller but subsequently had a syncopal event described as sudden unresponsiveness, cessation of respiration, cyanosis with frothy oral secretions prior to falling onto the bed. The controller was detached at the time of the event. The spouse alerted their child for assistance who initially started cardiopulmonary resuscitation (CPR) for roughly 4 minutes and reattached the controller prior to resuming CPR on the advice of 911. The length of the time of CPR was unclear. The spouse reported not hearing any alarms until after the controller was disconnected. The patient eventually started making spontaneous respiratory effort upon arrival of the emergency medical services. The patient was intubated and sedated in the intensive care unit (ICU) and was unable to be requested for more information regarding what messages was seen on the controller. The concern was that there was no message of a disconnect. It was unclear for certain if the controller was switched or was reattached to the initial primary controller. The events for both controller were checked and neither report a driveline disconnect or any other alarms/advisories. However, the controller the patient was currently attached was not able to go far back enough to the time of the initial incident. Therefore, log files from both controllers were collected. The log file from the controller log file contained no unusual events.

Event description:
Additional information was received that the patient had a quick stint in the cardiovascular intensive care unit (cvicu), intubated and sedated. They were then extubated successfully and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Relevant data was reviewed. No notable events were recorded in the event log files, and no event log data was captured from the time of the reported event, as new events had overwritten the data per design. The periodic pump log data recorded on the evening of the reported event captured evidence of a pump off event as the periodic data capture interval shifted by about 21 minutes, which would be consistent with the system shutting off during that time. This would also be consistent with the report of the patient¿s driveline being disconnected during the attempted system controller exchange. The exact timing and duration of the pump off event was unable to be confirmed through the periodic data. The pump otherwise operated as intended within the expected speed range throughout the data. No products were available to be returned for further evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.